Manufacturer narrative:
The investigation determined that a lower than expected lactate result was obtained from a non-patient fluid processed using vitros lactate slides on a vitros 5600 integrated system. The assignable cause of this event is unknown. There was no evidence to suggest a malfunction of the vitros lac reagent lot in use or the vitros 5600 integrated system. However, since the customer did not perform a within-run precision test, a transient instrument issue cannot be completely ruled out as a contributing factor. As the same sample cup was used to obtain both expected and lower than expected vitros lactate results, a sample related issue is not likely a contributing factor to the event.

Event description:
The customer observed a lower than expected lactate result (9.59 versus expected 11.9 mmol/l) on a calibrator fluid tested as a patient sample using vitros lactate slide lot 3530-0092-3273 on a vitros 5600 integrated system. Biased results of the magnitude and direction observed may lead to inappropriate physician action if they were to occur undetected on patient samples. The unexpected vitros lactate result was generated from a non-patient fluid, however the investigation cannot conclude that patient sample results were not affected and would not be affected if the event were to recur undetected. There was no allegation of patient harm as a result of the event. This report corresponds to ortho clinical diagnostics inc. Complaint number (B)(4).